Manufacturer narrative:
(B)(4). Mwr-21012020-0000656822 submitted for adverse event which occurred on (B)(6)2013. Mwr-18102019-0000563136 submitted for adverse event which occurred on (B)(6)2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to persistent stress urinary incontinence. No additional information was provided.